Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that there were high impedances on electrodes 0, 2, and 4. The event was related to the device or therapy. The device was reprogrammed and was resolved without sequelae. No patient complications were reported as a result of this event.